Event description:
On 3/8/96 was implanted. At the end of 3/96 the right cylinder was removed. On 11/22/96 the pt reported he was not happy with only one cylinder. Pt is probably going to be revised in early 1997.